Event description:
External packaging indicates expiration date of 08/2005. Placed over this label is another label indicating expiration date of 08/2008. Internal packaging expiration date indicates 08/2005. Company contacted - stated they were extending shelf life. No reprocessing done. Letter from sgarlato labs. Note: date on letter does not coincide with packaging and further extends expiration date.